Manufacturer narrative:
The investigation for the console purge disc/flag issues has been completed. The console and the logs have been returned for evaluation. The logs were reviewed but were not related to the reported issue. The console was evaluated and confirmed a broken purge retainer. Clinical information provided stated that the purge disk had completely broken off. The root cause of the reported issue was a broken purge retainer.

Manufacturer narrative:
The device was returned and the investigation is ongoing. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The complainant reported that the purge disk for an automated impella controller (aic) had completely broken off. There was no known harm or injury resulting from the damage.